Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "downstream occlusion" was reproduced. A review of the event history log revealed multiple occurrences of "downstream occlusion¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The downstream sensor assembly requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.